Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical study patient ID:(B)(4), (B)(4)). It was reported that on (B)(6) 2022, an amplatzer amulet delivery system was being used in an amplatzer amulet implant procedure. During the procedure, the study device was not implanted because the patients left atrial appendage (laa) anatomy didn't match any of amulet devices attempted. Transesophageal echocardiography (tee) was performed and showed a thrombus entangled with the chordae in the left ventricle. Intravenous heparin was administered continuously all day after the procedure. On (B)(6) 2022, another tee was performed and revealed a smaller thrombus, with no neurological symptoms. On (B)(6) 2022, the patient complaint of visual impairment in their right field. CT and MRI were performed but didn't indicate any abnormalities and the symptoms resolved on their own soon after. On (B)(6) 2022, tee showed a smaller thrombus than was seen on (B)(6) 2022 and no new neurological symptoms. The patient was discharged soon after.

Manufacturer narrative:
An event of thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
N/a.